Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 11.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured in the proximal shaft. This type of damage typically occurs due to improper handling during use. If the 3max is forcefully handled during advancement or retraction, damage such as this may occur. The ace 64 mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician made two passes in the mca using the 3max and a penumbra system ace64 reperfusion catheter (ace 64). During the third pass, the physician noticed that the 3max was broken at the hub. Therefore, the 3max was safely removed from the patient. The physician decided to stop the procedure at this point since he was not making any progress in removing the thrombus after three passes. There was no report of an adverse effect to the patient.